Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. The customer provided a blood glucose (bg) of 208 mg/dl. Review of pump data indicated that the pump declared a power source alert at the time of event. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.